Event description:
It was reported that the patient presented at the emergency room due to shocks received from their device. Upon interrogation, it was noted that the shocks were received due to possible atrial fibrillation (af) with rapid ventricular response and there was undersensing noted of the ventricle. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.